Manufacturer narrative:
A4-a6:unk. H6: off-label: acd>3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -10.0/1.5/110 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to low vault. Reportedly, "after the patient's lens was removed, there was no further implantation of the lens. Wait for the patient's condition to stabilize before performing the lens implantation." The problem was not resolved.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).